Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 7 patient samples on a cobas 6000 e601 module. Only 2 examples were provided. Patient 1: the initial result was 10.89 ng/l, and the repeated result was 16.0 ng/l. Patient 2: the initial result was 28.86 ng/l, and the repeated result was 34.67 ng/l. The repeated results were obtained on another module and were considered correct. The samples were repeated due to failed qc.